Event description:
It was reported that the device was explanted after an implant duration of approximately 10.4 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Per the surgeon's response, the device will not be returned due to the reported endocarditis. The source of the infection was identified as from a pacemaker. An operative report was indicated as being available; however, none was provided. No additional information is available.

Event description:
On november 12, 2009, beavers dental received notification that a bur broke during use and hit a patient on the eyelid.

Manufacturer narrative:
Through follow-up with the health-care provider, it was learned that the device was explanted due to prosthetic valve endocarditis.

Event description:
Customer reported receiving imprecise meter readings of 51mg/dl,399mg/dl and 52mg/dl obtained within a ten minute timeframe. When plotted on the parkes error grid the results fell within the "c" zone showing the difference in values are considered clinically significant. Symptoms of hypoglycemia were reported however, customer self-treated with food to alleviate her symptoms and no third party medical intervention was required. There was no report of death or permanent impairment associated with this report.